Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had a previous lumbar fusion. In (B)(6) 2021, the surgeon performed a right side si joint arthrodesis on the patient installing one implant while revising a lumbar construct. The patient reported radicular pain two weeks after the procedure. The surgeon determined that there was a small, comminuted fracture just superior to the sciatic notch area at the top of the implant. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the implant and installed an iliac bolt superior to the explant void. No bone graft was placed in the explant void and no other preexisting implants were adjusted or removed. The patients radicular pain symptoms resolved following the revision procedure.